Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the tip of the sheath sheared off in the patient could not be confirmed. Returned were a sheath and a dilator. The overall length of the dilator measured 3-1/4", which was consistent with the dilator graphic. The body of the dilator was bent at approximately 7/8" from the distal tip. Per the dilator/sheath assembly graphic the length from the tip of the dilator to the tip of the sheath is 7/8", which indicates that the dilator body was bent where it extended beyond the tip of the sheath. The sheath was separated into two pieces along the blue separation line. The sheath body was kinked adjacent to the hub and approximately 0.5" from the distal tip. The length from the entrance to the sheath hub to the tip of the sheath body measured 1.703" which was consistent with the length specified on the sheath graphic. Comparison of the measured length of the sheath to the graphic indicates that the sheath tip is not missing, which is consistent with the imaging results reported by the customer. A review of the device history records for the sheath did not reveal any manufacturing related issues. No problem was found on the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the tip of the introducer sheared off in the patient. They performed an x-ray, CT scan, and ultrasound on the patient but could not find the tip so they are not sure what happened to it. They do not know if this caused a delay in treatment and no patient death or complications reported.